Event description:
Additional information received reported the patient had her 'wiring' surgically adjusted last wednesday and had been in a lot of pain since. The patient was on pain medications and was sleeping until 4-5 pm. Additional information received 1.5 weeks later reported the cause of the event was unknown. There were no abnormal impedances. The patient had a lead revision on (B)(6), 2012. It was noted the patient had experienced leg pain and cramping. No patient injury was reported.

Event description:
It was reported that the patient had loss of therapeutic effect and the stimulation was in the wrong location. The patient reported numbness down her right leg all the way to her toes and can't walk. It was also noted that she was numb from the waist down. She noted the stimulation felt "funny and weird" all last week when she turned a certain way. She started to notice the pain two days ago and it felt like she was having a "kidney stone." There was no known accident or incident related to this event (no fall, trauma, or new activities). When the programs were checked, the patient reported stim sensation felt: program 1 - right over right hip whereas before she felt in bladder program 2 - felt in right buttock program 3 - felt at front of right hip and abdomen program 4 - felt more further on right hip if the stim was turned off, the patient stated she lost symptom control and the pain was excruciating. The patient doesn't believe she was reprogrammed since the implant. One day later, the patient reported she had a burning sensation in her bladder but confirmed that she didn't have a bladder infection. She cannot walk by herself and can't feel her legs. She stated she felt like there was "wire pushing where the device is located." Her symptoms of pain and numbness started about a week ago. The location of where stimulation was located has changed to more around her hip area. She had to lay flat and cannot sit or stand for any length of time. The patient stated that the stimulation that she was receiving was helping for her diagnosis even though location of stim sensation has changed. The patient was getting pain relief and some therapy relief when device was on but if she shuts off the implantable n euro-stimulator (ins) her normal pain and symptoms return. The patient scheduled an appointment for (B)(6). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot # v575548, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer.

Manufacturer narrative:
(B)(4)